Event description:
It was reported that the ilet user experienced hyperglycemia with blood glucose reaching 302 mg/dl after a breakfast meal announcement was entered when glucose was already elevated, followed by an extended disconnection after physical education and subsequent extra meal announcements attempted as corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, specifically improper or incorrect procedure related to the user interface, including making additional meal announcements to correct high glucose instead of allowing corrections and failure to reconnect promptly after activity. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user was reminded of best practices to let corrections manage high glucose rather than using extra meal announcements. Using meal announcements as corrections is captured under report number 3019004087-2026-26879.